Manufacturer narrative:
The device is not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a definitive cause for the reported patient effects could not be determined in this case. The reported patient effect of pericardial effusion as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Delay to treatment/ therapy and unexpected medical intervention are case specific circumstances as pericardiocentesis was performed and the procedure was aborted and there was a clinically significant delay in the procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report pericardial effusion, pericardiocentesis, delay. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4. The clip delivery system was advanced to the mitral valve and implanted, reducing mr to 2. There was a pericardial effusion noted after the first clip was implanted. Pericardiocentesis was performed and the procedure was aborted. There was a clinically significant delay in the procedure. No additional information was provided.